Event description:
It was reported that the right ventricular lead exhibited an insulation anomaly. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The lead was returned in two segments for analysis. External insulation abrasions were noted at 13.3-13.6cm, 14.4-14.6cm, and 15.2-15.4cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasion was noted at 37.9-38.1cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. External insulation abrasion was noted at 38.7-39.1cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was abraded at this location.